Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed to recover. As per part investigation, it was determined that there was thermal damage observed due to the crossed continuity between adjacent copper strands of the assy retractor dwr hh cubie. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of medes - unable to recover failed hardware was confirmed by fse and subsequently confirmed in the dchu testing and inspection process. According to work order (B)(4), the field service engineer (fse) reported that auxiliary half height drawer 2.1 failed to stay closed. The fse replaced drawer sensor and both retractor bands on 2.1 and 2.2 to resolve the issue. Verified hta testing passed with no issues observed. During dchu visual inspection: pn 353844-01: both units revealed copper strands showing signs of thermal damage. No fluid ingress, bends, cuts or other anomalies were observed. Pn 353949-01: the unit was received in good condition with no signs of physical damage, cuts, bends, loose components, fluid ingress or missing components. During dchu testing: pn 353844-01: no further testing was performed since signs of thermal damage were observed on the copper strands of the two returned assy retractor dwr hh cubie. Pn 353949-01: testing was performed on an esd protected surface using a calibrated digital multimeter that confirmed proper continuity across all three pins and terminals, and the hardware test application (hta) verified that assy latch sensor hh cubie dwr all diagnostics completed successfully with no anomalies. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of medes - unable to recover failed hardware was due to crossed continuity between adjacent copper strands of the assy retractor dwr hh cubie (pn 353844-01) which led to the observed thermal damage and ultimately compromised the drawer's functionality.